Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the most likely cause of the low drain volume alarm is the air in the patient line. No use error was suspected therefore no label review was required. Follow up with the nurse revealed that the patient never contacted the clinic. The nurse stated that the homepatient (hp) has been in the clinic since and is doing well with treatments. The nurse confirmed there was no patient injury or medical intervention associated with this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a low drain volume on the homechoice machine during initial drain. The technical service representative (tsr) had the homepatient (hp) check if there was air in the patient line. The hp stated that there was air bubbles in the line. The tsr advised the hp start over with new supplies.

Event description:
It was reported that during a laparoscopic procedure for hysteromyoma, as the energy blade which was used with the device touched the sleeve when being activated, the tip of the device was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be submitted.